Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received on 17-may-2022 reported that the patient needed the pump replaced as during back surgery unrelated to the pump a granuloma appearing tip was removed and the patient wanted the system back on. The patient let the pump expire about two years ago; he had dose weaned down several years back. Recently (approximately 1 week ago) presented to the ed (emergency department) with other back issues and tip of catheter appeared to have granuloma, so when he had back surgery the physician also removed the granuloma tip to avoid future issues. The pump then replaced so the patient would have functioning system. The environmental, external or patient factors that may have led or contributed to the issue was the patient¿s back issue unrelated to the pump brought him in and is when tip was noticed. The actions and interventions taken to resolve the issue was removal of granuloma tip and new pump. The issue was resolved at the time of the report.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8709, lot/serial# (B)(4), implanted: (B)(6) 2001, product type: catheter; ubd: 24-aug-2003, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 20 mg/ml of dilaudid at minimum rate via an implantable pump for non-malignant pain. It was reported the patient had a magnetic resonance imaging procedure (MRI) for an unrelated disease state which showed a granuloma at the end of the catheter tip. The patient had presented with symptoms associated with guillain¿barre syndrome. The patient's medication was reduced and the doctor saw no shrinking of the granuloma. Therefore the pump was turned to minimum rate mode. The doctor believed the pump may not have been functioning as the dose reduction did not change any pain benefit or granuloma size. It was unknown if the issue was resolved at the time of the report, (B)(6) 2019. Surgical intervention has not occurred and has not been planned at this time. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.